Event description:
At about 1 month after the primary, the patient came in reporting pain due to aseptic loosening and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 december 2022: lot 179599: (B)(4) items manufactured and released on 16-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 30 december 2022: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 (k090988) lot 179500: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Manufacturer narrative:
Information changed in this fu 1: in the initial report it was inserte the data of implantation (section d6a) (B)(6) 2022. The data has been corrected in (B)(6) 2018.